Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the guidewire was fractured. The target lesion was located in the mid right coronary artery. Vascular access was obtained via the radial artery. During percutaneous coronary intervention, a choice pt floppy guidewire was selected for use along with an entry needle and introducer sheath. However, the middle section of the guidewire became fractured. The guidewire was not removed as a unit. The procedure was not completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Correction. Initially reported device code was fracture 1260 based on additional information the device code has been updated to material deformation 2976.

Event description:
It was reported that the guidewire was fractured. The target lesion was located in the mid right coronary artery. Vascular access was obtained via the radial artery. During percutaneous coronary intervention, a choice pt floppy guidewire was selected for use along with an entry needle and introducer sheath. However, the middle section of the guidewire became fractured. The guidewire was not removed as a unit. The procedure was not completed. No patient complications were reported and the patient's status is stable. It was further reported that the target lesion was located in the severely tortuous and severely calcified mid right coronary artery. The guidewire was kinked 20 cm from the tip and was completely removed from the patient's body without any intervention.